Event description:
It was reported the pt ((B)(6)) has been experiencing difficulty with the charger communicating with the ipg. A replacement charger was given to the pt to provide resolution but was unsuccessful. Fluoroscopic imaging revealed no anomalies. As a result, the pt will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.